Event description:
Ous MDR- this lead dislodged and inappropriate shock occurred due to sinus tachycardia. No atrial signals were seen on the a-iegm but they do appear on the v-iegm ( the p-waves were marked and counted). A revision was done. However, the helix could not be retracted. A new lead was implanted.

Manufacturer narrative:
Ous MDR.